Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needles were clogged. The following was recieved from the initial reporter: consumer reported finding when using the pen needles with forteo, the needle clogs. Informed caller on non patient end placement.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2277285. D4. Medical device expiration date: 31oct2027. H4. Device manufacture date: 04oct2022. D4. Medical device lot #: 2327554. D4. Medical device expiration date: 30nov2027. H4. Device manufacture date: 23nov2023. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needles were clogged. The following was recieved from the initial reporter: consumer reported finding when using the pen needles with forteo, the needle clogs. Informed caller on non patient end placement.